Manufacturer narrative:
Correction: upon review the implantable cardioverter defibrillator (ICD), manufacturer report 2017865-2024-40339, should not have been submitted as a medical device report (MDR) as infection that is not related to the implant site or implanted device is a non-reportable complaint, as the infection occurred as the result of another factor or source.

Event description:
It was reported that the patient presented to the hospital with an unspecified infection. The physician explanted the system- implantable cardioverter defibrillator (ICD), right atrial (ra) lead, right ventricle lead and left ventricle lead. The ra lead was replaced.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.